Manufacturer narrative:
The date of event is unknown. A supplement report will be submitted if provided. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: reflection on image was caused due to bent outer tube. And the most probable cause for fiber breakage, and dents on distal frame and edge was traced to component failure. However, the most probable cause for dirt in objective unit could not be established. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video laparoscope exhibited fiber breakage, dents on distal frame and edge, dirt in objective unit and reflection on image. There was no patient involvement.